Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy and spin al pain. It was reported that the patient¿s stimulation was turning off by itself. The patient reported that the stimulation was dropping/decreasing from where they want it when they lay down. It was noted that the therapy was turned on and adaptive stimulation was enabled. The patient was instructed to lay down, set the stimulation to the desired intensity, and then maintain the position for 3 minutes or longer. The patient reported that the stimulation was too strong and they decreased it to 5.20v. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the cause of the stimulation decreasing when the patient was laying down was that they needed to set it higher than it had been. The patient stated that they needed to lay still for four minutes to set it. They stated that the stimulation decreasing when laying down had been resolved. No further complications were reported.